Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined. The account reported the patient expired due to unknown causes. No autopsy will be performed. The pump was not explanted. Despite multiple requests, no further information was provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of death was cancer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to an unknown cause of death. An autopsy was not performed. The pump will not be explanted. No additional information was provided.